Event description:
It was reported that the customer went to the emergency room (ER) due to diabetic ketoacidosis and a blood glucose level reading of ¿high¿ (value not provided). Customer¿s bg was treated intravenously with saline and insulin. Reportedly, customer left the ER seven hours later with the issue resolved and no permanent damage. Reportedly, the customer alleged that the pump did not deliver insulin as intended. System check with tandem technical support confirmed that the pump and related supplies were operating as intended. Reportedly, customer reverted to an alternate method of insulin therapy.